Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 142 mg/dl. The customer stated that she went to input her blood glucose reading and enter the number of carbohydrates into the device, but the device's display would not stop scrolling up. Once she was able to input the carbohydrates entry, the insulin pump would not read the buttons she used. No significant events leading to the issue were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage to keypad traces. No unexpected numbers scrolling during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.